Manufacturer narrative:
During follow-up, the patient said she did not know the cause of the uti and did not think it was due to the shorter catheter length or any malfunction or defect of the t14 catheter.

Event description:
Intermittent catheter patient (user) stated she thinks she has a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said she was prescribed an antibiotic, and is still taking the antibiotic.